Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported that a 3.0mm locking screw went straight through the hole of an anchorage mtp fusion plate. While inserting the screw in the plate to achieve fixation the 3.0 locking screw did not lock into place and proceeded to go beyond the plate into the bone. A new screw was used with success.

Event description:
It was reported that a 3.0mm locking screw went straight through the hole of an anchorage mtp fusion plate. While inserting the screw in the plate to achieve fixation the 3.0 locking screw did not lock into place and proceeded to go beyond the plate into the bone. A new screw was used with success.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. However based on the reported event and the reported device and lot number, the likely root cause of this positioning issue has been identified as a design issue. A corrective action was initiated in order to increase the torque value which is necessary to bring the locking mechanism to failure. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.